Manufacturer narrative:
(B)(4). Unit received with rapidly over heating device anomaly due to flux residue on pcba1. Unable to performed pump trace download and carelink download due to over heating anomaly. Unable to perform the functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and the dat test due to over heating/warming up anomaly. Unable to verify power loss alarm and pump error 23 due to over heating anomaly. Unit received with cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 43 mg/dl at the time of the incident. The customer was using their older pump at the time of the low incident. The customer was given glucagon to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the new pump felt hot and was constantly asking for battery replacement. Troubleshooting was completed and the pump was able to turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with rapidly over heating device anomaly due to flux residue on electrical board. Unable to performed insulin pump trace download and care link download due to over heating anomaly. Unable to perform the functional testing including the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test due to over heating or warming up anomaly. Unable to verify power loss alarm and post-reset ram crc alarm due to over heating anomaly. Device received with cracked retainer.